Event description:
Per phone call #1: states she has been using a bed buddy for about 15 years. Her husband 2 weeks ago was having muscle aches, she popped it in the microwave for a couple minutes, she gave it to him (he had a tshirt and sweatshirt on) he put it on his back and leaned back in his recliner and used it. The next morning he said he had an open wound he wanted her to look at. He had a 3" blister that had popped overnight. States she had never had that happen to her. She said she always put it in for 2 minutes to heat. Stated he had it on for about 15 minutes while she cooked dinner. States she took a picture of it initially and can send one of what it looks like now. Said she doesn't know if anything is wrong with it, she's used it and nothing has happened. States she has one in her suitcase and one at home. Wanted to know if the age of device matters. They let the doctor see it, the pcp saw it and she said to keep doing what you're doing and let it air out. Tomorrrow he is going to the dermatologist and he is going to let her see it because it's taking so long to heal. Event happened on (B)(6). She sent a picture of it to a nurse friend and asked what to do about it. Said she doesn't mind sending the device back into us. Stated she could be wrong about date it occurred, she needs to find the date on the picture. Picture shows (B)(6) 2023 but it happened the day before. Per phone call #2: states she talked to him yesterday and wanted to make sure he received her email. Stated she sent them yesterday and didn't come back as a mail failure. Sent quite a few pictures. They just got back from doctors appointment and she said it was a 3rd degree burn and has to use a cream and go back in 2 months to let her see it again; it's quite deep. Wants these medical visits paid for. Said both doctors said this should never happen to anyone ever again. Csr requested medical records. Email wouldn't go through on her yahoo account, said she will resend on gmail account. Will call back to make sure they are received. Customer provided medical records, she mentioned she hid some details from them as they were unimportant to share to her. Customer called and mentioned she is not wishing for any extra reimbursement on the matter, she just requested our quality team to review the matters of the case and reach out to her regarding what went wrong with the unit. Pictures provided by customer: pic 1 is of the device, very discolored/dirty from use, caution tag is still attached to device. Pic 2 is of a persons back, on right shoulder blade there is an approximate 2" size wound/burn, scab in center, red circle emcompassing it approximately 1.5" in size, red marks in shape of a square around it from a presumed bandage. Pic 3 is of the same wound, appears the same. Pic 4 is of the same wound, pink color emcompassing the wound approximately 1.5" in width. Pic 5 is of the same wound, full scab in center, reddish/pink color encompassing approximately 1.5" in width. Pic 6 is of the same wound, no scab, pinkish/red encompassing wound approximately 1.5" in width, back is very red around entire visible area in a large rectangle shape. Pic 7 is of the same wound, no scab, very red/raw in center, reddish circling with purplish dots throughout. Pic 8 is of same wound, raw red center, purplish surrounding, imprinted rectangle shape in skin. Pic 9 is of the backside of a person, right shoulderblade has a wound with deep red circle, approximately 5" down are 3 more red marks. Pic 10 iss of same wound, raw center, reddish circling wound, imprinted marks in skin. Pic 11 is off saame wound, raw pink center, white ring around wound then another red ring wurrounding the white ring, to bottom left there is a small red mark. Heating instructions attached from 2019 and 2022. Both state the same heating times as follows: "microwave wrap at standard power per table below. Always let wrap sit in microwave for 1 minute after heating. Use the following chart for heating times based on microwave wattage: 600w 1:15 min., 900w 0:50 sec., 1200w 0:37 sec." Warning at top of tag: "warning: extreme temperatures can cause injury. Failure to follow device instructions and to heed warnings increases risk of serious injury. Overheating may cause fire." Product care information: "product care: never submerge this wrap in water. Spot clean by wiping with a damp cloth and let dry thoroughly. Discard item if it begins to smell like burnt popcorn, is leaking or swelling, or has stains on the device which could lead to overheating. Item may be discarded in trash. Warning: do not continue to use product if there is any discomfort. For external use only. Read all instructions before use. Monitor the treatment area during use to ensure area has not changed color or lost sensation during treatment. This product contains wheat." Medical records received. Page 1 date of results is (B)(6) 2024, bottom of page is covered up. Page 2 top of page is covered up, only portion showing is "*thermal burn, physical exam: 1.6 cm x 1.2 cm ulcer with black eschar present to the right upper back - start silvadene 1% topical cream.